Event description:
It was reported that the catheter does not return or gets clogged and damages the vein. There was no additional information provided.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.